Event description:
It was reported the subject device experienced a no image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. Corrected fields: a2: dob null, a2: age units (patient), a4: weight units (patient), a5: ethnicity, a6: race, b5, b6: relevant test/laboratory data and b7: other relevant history and h6: health effect: impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body lens scratches, image defect, cable watertight defect, adapter water damage, and cable water damage. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.